Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported they were having issues with their battery pack and needed to have it removed, and wondered how to go about starting the removal process. Agent asked, patient explained the ins was shocking and hurting them, causing bruising and a lot of pain; the issue started probably about a year ago and had been getting worse. Patient reported the ins battery pack was off and had never been functional for them.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient's representative (pt rep). It was reported that the patient was going to have the implant battery removed but their neurologist wants the patient to contact the manufacturer to be there for the procedure. Patient rep stated they were informed kaiser doesn't reach out to nas to invite the rep to the healthcare provider (hcp) office. Agent reviewed role of patient services (pss), role of the rep and as a courtesy sent an email to notify the field. The patient was redirected to their healthcare provider to further address the issue.